Manufacturer narrative:
A replacement pump was sent to the customer. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
The customer reported to customer service on (B)(6) 2015, that her pump in style advanced breast pump would not power on. The customer also stated that she had mastitis in the past but not at this time. In follow up with a medela clinician on 12/15/2015, the customer emailed that her mastitis occurred previously when nursing and pumping, but a date was not given. The customer stated she is an overproducer. The customer was treated with penicillin prescribed by her physician and it is now resolved.

Manufacturer narrative:
The pump in style breast advanced breast pump was returned to medela and evaluated. The attached evaluation shows that the pump passed all functional tests. It was noted in the evaluation that the faceplate and diaphragm were covered with residue, the battery pack showed signs of corrosion and the transformer also showed signs of damage. It was also noted that the pump made a knocking noise. With such extensive damage to both the unit and the components, the most likely cause is user mishandling. (B)(4) concluded that there was no causal link between the pump performance and the occurrence of mastitis. The actual occurrence rates of mastitis with mothers that used medela breast pumps was actually orders of magnitude lower than the published occurrence rates of mastitis in lactating women.